Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by a surgeon, that she is seeing a patient who received a total pelvic floor repair procedure elsewhere, who has the following complications: anterior wall mesh exposure, posterior wall mesh exposure, rectal mesh exposure, pelvic pain associated with levator ani spasming, and pain with bowel movements.